Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous peripheral intervention, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the knot to the vessel, bleeding continued and a dissection flap was noted below the access site. The dissection was successfully treated with a dilatation balloon. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. A thirty minute significant clinical delay was reported in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.